Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on an active meter, compared to lab results, within 10 minutes: 9.1 mmol/l (active meter) and 4.9 mmol/l (lab). No adverse event reported. The test strips cannot be returned due to legal and customs issues.